Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden jump in shock impedance measurements to an out-of-range value of greater than 200 ohms. Testing of the system was unable to reproduce any further issues with the rv lead, however it continued to exhibit out of range measurements in multiple sensing configurations. Fluoroscopy imaging was performed, and no anomalies were seen with the patient's implanted system. A clinical decision was made to send the patient home and continue to monitor the situation. The rv lead remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient was brought back in for system testing. A 1.1 joule (j) and a 41 j shock were delivered successfully with in-range shock impedance measurements (79 ohms, and 80 ohms respectively). The rv lead continues to remain in service and no additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden jump in shock impedance measurements to an out-of-range value of greater than 200 ohms. Testing of the system was unable to reproduce any further issues with the rv lead, however it continued to exhibit out of range measurements in multiple sensing configurations. Fluoroscopy imaging was performed, and no anomalies were seen with the patient's implanted system. A clinical decision was made to send the patient home and continue to monitor the situation. The rv lead remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a sudden jump in shock impedance measurements to an out-of-range value of greater than 200 ohms. Testing of the system was unable to reproduce any further issues with the rv lead, however it continued to exhibit out of range measurements in multiple sensing configurations. Fluoroscopy imaging was performed, and no anomalies were seen with the patient's implanted system. A clinical decision was made to send the patient home and continue to monitor the situation. The rv lead remains in service and no adverse patient effects were reported. Additional information provided from the field indicated the patient was brought back in for system testing. A 1.1 joule (j) and a 41 j shock were delivered successfully with in-range shock impedance measurements (79 ohms, and 80 ohms respectively). The rv lead continues to remain in service and no additional adverse patient effects were reported. Additional information provided from the field indicated surgical intervention was later performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported.